Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the healthcare provider didn¿t know where the morphine was going because the catheter was disconnected a little bit. Per the patient no one had understood why the patient had been in so much pain. The patient was reporting no pain relief and also issues with walking. The patient begged them to check her pump therapy and status because the patient wasn¿t getting any pain relief at all. The patient changed hcp¿s in (B)(6) 2014 who checked the pump and found out it wasn¿t working meaning the catheter was detached and revised the catheter reviewing with patient that the medication she was getting prior wasn¿t going to the place intended. The patient also stated that the hcp had cut her pain medication in half right when pump stopped working and begged for tests and took one pain pill more than they were supposed to and treated the patient like she was a drug addict.

Event description:
Additional information received reported "the catheter was old and needed to be replaced". The entire catheter was replaced and it was reported that the patient was doing better after the replacement.

Event description:
It was reported that the patient had a sudden return of symptoms. The patient woke up in the morning and the pain was excruciating and had to hold onto the wall to walk and didn¿t understand what was going on. Ever since then, it had been awful. The patient had to crawl up the other day because, she wasn¿t able to walk. The patient was on a trip and had to cut it short because, the pain was so bad. In (B)(6) 2014, the patient started to experience a lot more pain than usual. The patient also started to wean herself off oral pain meds at the same time. The pain was unbearable and the patient knew something was wrong. The patient went to a new health care provider (hcp) and a dye study was done at the hospital and they couldn¿t see the dye coming out. It was stated that the patient¿s morphine wasn¿t going where it was expected. The patient wanted to know what went wrong because for 3 months she was in a pretty dire situation with her pain. It was noted that the pump motor did not stall. The morphine was coming out when the patient was going and getting refills. She was getting the medication, it just wasn¿t to the area it was intended. The patient was a few days away from getting a pump replacement and was trying to be informed while making her decisions ahead of time. Additional information received reported the doctor was unable to aspirate the catheter and the patient¿s catheter was to be revised on 2015 (B)(6). The pump was infusing morphine (unknown) and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j11024r16, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
This event was also reported under manufacturer report #3007566237-2015-00009 [it was reported that in the last few months the patient had noticed a significant increase in pain and discomfort and that she had been working for about two months. It was noted the patient hadn¿t been getting much empathy or sympathy from her various health care providers (hcp). The patient had just recently gone to the hospital and they reportedly discovered that her pump was not working. The device had been refilled on (B)(6) 2014 and there had been nothing that indicated there was a problem with the pump. It was reported that the morphine and bupivacaine had been dispensed and ¿took the refill.¿ the reporter wanted to know where the morphine had been going and how they could determine more quickly if the pump is not working. The reporter also wanted to know what the patient should do about the issue. It was noted the patient had the pump for a long time and it had really been a big help to her as shown by the difficulty she had when it appeared it was not working. No further information had been provided including specific information regarding how the pump was not working, if any troubleshooting, interventions or other actions had been taken or the patient¿s final outcome. Additional information has been requested to obtain the patient¿s name and information as well as the managing hcp¿s information but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.] Any additional information received will be reported under this manufacturer report number (#3004209178-2014-24678)